Manufacturer narrative:
Correction: "(B)(4)" moved from serial # field to lot # field. Correction: corrected from "yes" to no. Correction: corrected from "no: device evaluation anticipated, but not yet begun" to no: other ¿ the customer kept the device. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The customer kept the device.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo pump. During the procedure, the physician noticed that the apollo pump was not reaching its maximum power and fluctuated between -26 and -28 in/hg. The procedure was successfully completed using the same apollo pump. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00183.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo pump. During the procedure, the physician noticed that the apollo pump was not reaching its maximum power and fluctuated between -26 and -28 in/hg. The procedure was successfully completed using the same apollo pump. There was no report of an adverse effect to the patient. Please note that the date of event was not provided. The manufacturer has requested additional information from the customer; however, no additional information has been obtained.